Event description:
It was reported that patient ¿picked up¿ an infection on a catheter redo surgery (please refer to MFR report # 3007566237-2014-00286 for this event). The patient had six weeks of vancomycin, which was thought to be a bit more than inconvenient. Drug in the pump at the time was not stated; however presently patient had baclofen in the pump.

Manufacturer narrative:
Product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).